Event description:
Needle broke off while in the patient's leg (device breakage). Case description: this spontaneous report received from reporter and reported by a diabetes nurse specialists as "needle broke off while in the patient's leg", concerns an female patient treated with novofine 8mm (30g) (needle) for diabetes mellitus insulin-dependent. In 2007, the patient was injecting insulin using novofine 8mm (30g) (needle) and experienced that the needle broke off in her leg. On examination they had a fear of infection and x-ray showed site of the needle. The needle was left in situ, not removed. The patient did not receive any treatment for the vent and continued to use the same box of needles. The needle was attached to novopen 3. The patient has been using novo nordisk insulin for 7 years. The needle will not be returned for analysis. Batch number is not available. The overall outcome is reported as "unknown". Reporter's causality: probable. Novo nordisk's causality: reportable.